Manufacturer narrative:
(B)(6). Additional product codes for this complaint include: gff, gfa, and hsz. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An internal review of the received x-ray image was completed by a depuy synthes medical director with results as follows: "I can confirm that there appears to be a piece of a broken drill bit in the patient's tibia, as described."

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient (B)(6) had surgery for a fracture of the left ankle and fibula fracture. Laying a plate and screws. A wick, reference no. (B)(4), was used to put in place a screw anchored in the tibia. This drill broke and a piece remained in the patient's tibia. This piece could not be extracted during surgery. The patient was discharged without clinical consequence. This drill is part of a box osteosynthesis that the hospital has on deposit following a contract awarded in (B)(6) 2014. The remaining piece of the wick has not been preserved. No clinical consequences the patient was discharged on 05(B)(6) 2015 and it is expected a control consultation on (B)(6) 2015. There was no impact or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Drill bit ø2.5 l110/85 2flute. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.